Manufacturer narrative:
Since no lot number was provided, no device history record (DHR) review could be performed. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Brown material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 1.7 cm located on the anterior aspect and were discovered an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an unknown procedure with unspecified mentor saline breast prostheses. User facility reported that the devices were found while cleaning out a cabinet. User facility could find no associated documentation for the devices. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a saline breast prosthesis is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. This medwatch report is for the 1st of the two saline breast prostheses.